Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 100% stenosed and totally occluded target lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm apex balloon which was inflated twice to 14 atms. A 28x3.00mm liberte bare stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that the distal end of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.